Event description:
It was reported that the 8015 had error 132.3000. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the reported issue on an 8015 device, indicated by error 132.3000, occurred during a repair or service event where a rga number was requested from the com department to send the unit in for warranty repair. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.